Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial and right ventricular leadless pacemakers (lp) had a slow rate response time. Programming changes were implemented to optimize the rate response. The patient was in stable condition.